Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient's stoma was inflamed and produced discharge. The physician prescribed erythromycin 1 capsule twice daily. After no improvement, clindamycin 1 capsule 4 times daily was prescribed from (B)(6) 2021. Another swab was taken before clindamycin 2 capsules 4 times daily was prescribed from (B)(6) 2021. After another swab of the stoma was taken, alphaclav duo forte 875/125 1 capsule twice daily was prescribed on (B)(6) 2021. The inflammation reduced around the stoma by the time the course was finished on (B)(6) 2021. Inflammation and discharge increased again as of (B)(6) 2021.